Event description:
It was reported that the pump had a system failure. The event occurred during infusion. There were a patient involvement and no harm reported.

Manufacturer narrative:
B3. Date of event, entered as (B)(6) 2026 as the event date is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
B5 - updated d9 - date returned to MFR was 15-jun-2026. H3 and h6 ¿ updated one suspected device was received for evaluation. The event history log (ehl) was reviewed. The backup audible alarm post alarm was noted in the ehl as stated by the customer. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The customer complaint was confirmed by checking the alarm history. The device is repaired by replacing the main board. The main cause of the reported issue was the faulty main board. After installing and replacing the parts, the pump passed all the testing and is fully operational.

Event description:
It was reported that the pump had a system failure. The event occurred during infusion. There were a patient involvement and no harm reported.